Event description:
It was reported that the patient presented to hospital for a device upgrade procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold with phrenic nerve stimulation and the lv lead was dislodged during the slitting process. Alternatively, the physician opted to implant the left bundle branch area pacing (lbbap) lead. Despite multiple repositioning attempts, the lbbap lead exhibited failure to capture. The device upgrade procedure was abandoned, both lv and lbbap leads was not used. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5. MDR event description should have been ¿it was reported that the patient presented to hospital for a device upgrade procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold with phrenic nerve stimulation and the lv lead was dislodged during the slitting process. Alternatively, the physician opted to implant left bundle branch area pacing (lbbap) lead. Despite multiple repositioning attempts, the lbbap lead exhibited failure to capture. The device upgrade procedure was abandoned, both lv and lbbap leads was not used. The patient was in stable condition.¿ rather than ¿patient was brought to lab for biv pacer upgrade from dc pacer. Lv lead was placed in only viable location. Thresholds were high with phrenic. During slitting process lead was dislodged. Physician opted to attempt lbbap as alternative. Multiple locations were attempted with unsatisfactory EKG results. Upgrade was abandoned. New information received indicated that the unsatisfactory EKG reports referred to loss of capture noted on the rv lead.¿

Event description:
It was reported that the patient presented for a bi-ventricular upgrade procedure. During the procedure, the left ventricular (lv) lead exhibited phrenic stimulation and high capture thresholds once placed. During the slitting process, the lv lead dislodged. The lv lead was removed, and a left bundle branch area pacing (lbbap) lead implant was attempted. After multiple implant locations the lbbap lead exhibited unsatisfactory electrocardiogram (EKG) results. The lbbap lead was retrieved, and the upgrade procedure was abandoned. The patient was stable.

Manufacturer narrative:
Correction. B5 should be the following, it was reported that the patient presented for a bi-ventricular upgrade procedure. During the procedure, the left ventricular (lv) lead exhibited phrenic stimulation and high capture thresholds once placed. During the slitting process, the lv lead dislodged. The lv lead was removed, and a left bundle branch area pacing (lbbap) lead implant was attempted. After multiple implant locations the lbbap lead exhibited unsatisfactory electrocardiogram (EKG) results as the lead failed to capture. The lbbap lead was retrieved, and the upgrade procedure was abandoned. The patient was stable.

Event description:
New information received indicated that the unsatisfactory EKG reports referred to loss of capture noted on the rv lead.